Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately calcified unspecified vessel. The 2.50mm x 16mm promus element plus stent was advanced but was not able to cross the target lesion. So the physician pushed the device and it was then noted that the edge of the stent was flared. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).